Event description:
It was reported that a pump failed a preventative maintenance flow rate accuracy test. Any patient involvement, injury or medial intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom "unit failed preventative maintenance flow rate accuracy test" was confirmed and reproduced. The unit failed flow rate test iaw the pm procedure. It was found through evaluation that the upper finger/valve, and the lower finger/valve were out of spec. Causing the under infusion. As a result, the valves will be adjusted and calibrated.